Manufacturer narrative:
During the eval of the device at the MFR's svc center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.